Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. Troubleshooting was performed and found that the occlusion was coming from he cartridge. Customer had elevated blood glucose levels (333 mg/dl).

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.